Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) checked and cleaned the ise housing assembly. The dilution cups were checked, and the nozzles were cleaned. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas c 303 analytical unit. The initial result was 149.9 mmol/l. This result did not match the patient¿s historical results. The sample was repeated 15 times with results ranging between 140.4 mmol/l and 142.3 mmol/l.